Event description:
It was reported by the customer "at 22:24 on (B)(6), the patient felt that the PICC catheter was abnormal, and the nurse went to the bed to check the situation of the catheter in time. The PICC catheter was 8cm in length and the internal catheter was 48cm, and the PICC catheter was broken at the connection point between the PICC catheter and the decompression sleeve when the catheter was touched." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.